Event description:
It was reported patient underwent a total hip arthroplasty in 1996. Subsequently, patient alleges undergoing four revisions including on (B)(6) 2001 and (B)(6) 2012 due to pain. The acetabular cup and liner were removed and replaced in the (B)(6) 2001 revision procedure. The modular head, liner and taper adapter were removed and replaced in the (B)(6) 2012 revision procedure. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." The following sections could not be completed with the limited information provided. Date of event - unknown; date explanted - unknown. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-00476 / 00478).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The modular head returned is manufactured by another orthopedic company. The liner showed evidence of damage which occurred when the liner was removed. There is significant wear evident on the inside spherical articulating surface. The package insert states, "the use of instruments or implant components from other systems can result in inaccurate fit, sizing, excessive wear and device failure."